Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had squirted insulin while priming. Customer¿s blood glucose level was unknown. Customer stated that the insulin pump had diminished battery life, crack on battery compartment and reservoir compartment. Customer also stated that the insulin pump had slower rewind and crack on screen. The insulin pump will not be returned for analysis.